Manufacturer narrative:
(B)(6). No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that there have been multiple events in which the smiths medical jelco saf-t holder device breaks off in the maxplus¿ connector. The customer later stated that there were no adverse effects caused to the patient from the event.

Manufacturer narrative:
Concomitant medical products: smith medical jelco saf-t holder device, therapy date unk. Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Patient age and dob requested but not provided.

Event description:
It was reported that there have been multiple events in which the smiths medical jelco saf-t holder device breaks off in the maxplus connector.